Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic splenectomy procedure, the device locked on tissue. The surgeon was unable to open the jaws. They pulled the device off the tissue. There was some bleeding. The area was sutured. No impact to the patient reported. The device was discarded.